Event description:
It was reported that a swan-ganz pacing catheter was inserted into an edwards lifesciences introducer. After the catheter and introducer had been indwelling for a couple days it was noted that the blue part of valve housing had broken. The physician pulled back the introducer and sutured the catheter in place. The pt then spiked a temperature and was given vancomycin for 6 days. No other related pt complications were reported.